Event description:
The customer contact reported a leak of a chemotherapeutic agent. After an unspecified length of time in use, the nurse found fluid on the floor. At this time it was noted that fluid was leaking from a crack in the cassette port for line d. The delivery was stopped. The spill was cleaned up according to the hosp's protocol. The tubing set was replaced and the therapy was resumed. There were no reported adverese effects to the pt or the clinician. No med intervention were required.